Event description:
"Caller alleged discrepant results compared with the reference meter. Results as follows:" date: (B)(6) 2013, inratio2: 2.7, reference (poc sent): 5.6. Date: (B)(6) 2013, inratio2: 2.0, reference (poc meter): 3.6. Time between tests: 09/23 = 20 minutes; 09/25 = 5 minutes. Patient self tester was using one fingerstick for multiple tests; first drop of blood not used; added multiple drops of blood.

Manufacturer narrative:
Investigation pending.